Event description:
During preparation for use of the device in a cardiopulmonary bypass procedure, the saw motor did not function. The saw motor was exchanged for another and the procedure was completed successfully. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun, but no conclusions have been reached.